Event description:
A customer contacted beckman coulter inc. (Bci) stating the cap piercer of the unicel dxc 600 pro synchron clinical system was leaking wash solution. The customer saw the leaks on top of the caps. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and installed, aligned new cap piercer. No additional cap piercer leak was reported.